Event description:
During a check-out procedure at the manufacturer's service center, a ventilator's volume was oberved to be low. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device was recalibrated to address the issue.